Event description:
During revision of a non-union hip fracture, four 7.3mm cannulated screws were removed from pt's hip. A dhs plate was implanted. Pt kept the explanted screws. Original surgery date is unk.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.